Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D10: unknown head. Unknown liner. Unknown stem. G2: foreign ¿ china. G2: literature. Xue z, guo w, mu w, xu b, cao l. Tantalum versus titanium acetabular component in single-stage hip revision for periprosthetic joint infection: a comparative analysis of implant survivorship. J orthop traumatol. 2025 jul 23;26(1):49. Doi: 10.1186/s10195-025-00867-6. Pmid: 40699476; pmcid: pmc12287478. The customer indicated that the product location is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported through a journal article that one patient implanted with a tantalum acetabular component with a gentamicin-loaded cemented liner underwent a hip revision due to aseptic loosening. The patient had previously undergone a single-stage revision for chronic periprosthetic joint infection. The patient had a favorable recovery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.